Event description:
This pt had a post-operative infection approx 3 months from her makoplasty lateral onlay procedure (dos (B)(6) 2011). The hosp staff mentioned that she had other surgeries since her mako lateral onlay was performed. As is common with infected knees, the surgeon elected to perform an incision and drainage (known as an I&d) with a poly swap on saturday (B)(6) 2011. The new, sterile poly (also 2x8mm), was inserted and the I&d w poly swap surgery concluded successfully.

Manufacturer narrative:
The revised implants have not been returned for investigation. Mako requested the post-op x-rays for record review. Due to the lack of evidence and that the x-rays have not yet been reviewed, the root cause of the issue is still undetermined. There is no evidence indicating a failure of the implant or the rio system.